Event description:
It was reported that prior to the revision captured in MDR 3005975929-2018-00038, the patient had a femoral neck fracture 2 days after initial resurfacing implantation. The acetabular cup remained implanted.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The primary surgery was done on (B)(6) 2008. Two days later a fall at the hospital resulted in a fracture of the right sub-capital hip. The subsequent revision converted the hip to a bhr total hip on (B)(6) 2008. The first revision was required secondary to the fall two days post implantation and the subsequent fracture. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. However, based on the available information, the root cause is an adverse incident due to the fall. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to femoral neck fracture. The bhr head was removed during surgery. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation and revision report did not provided information that could explain the femoral neck fracture 3 days after implantation of the bhr resurfacing. No information on removal or any damage of the cup was provided. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.